Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2011. It was reported that she lost feeling and movement in her lower extremities shortly after implant. Further interrogation revealed a hematoma at the pt's surgery site, tracking up her epidural space. The pt's scs system was removed and a level three laminectomy was performed. Following the procedure, the pt was said to have regained 100% of her neurological function despite experiencing pain from the surgery. A f/u appointment has been scheduled with the implanting physician. The explanted devices were discarded by the medical facility.